Manufacturer narrative:
Voluntary medwatch report received: mw5165849.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited noise and high impedance measurements. No intervention was performed. The patient had no adverse consequences.